Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an issue of under infusion. There was patient involvement and unknown adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. The reported problem of under infusing could not be duplicated by functional testing. Visual inspection found air bubble on dso seal. The root cause could not be established as the customer's issue was not duplicated. Expulsor assembly was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.